Event description:
Pt had an uneventful postoperative course. Pt was admitted on 10/10/99 with fever. Sternal wound infection cultured positive for staphylococcus aureus. Total energy expenditure indicated paravalvular abscess increasing in size. Valve was explanted and replaced with a homograft. The pt also had an anal abscess which cultured positive for escherichia coli and klebsiella pneumonia. The pt expired 4 hours due to heart failure.